Event description:
Health professional reported, an explanted lap-band system and port that was removed and replaced because of an alleged "could not fill the band, and upon explant, the tubing was cut in half." Follow-up findings": the rga noted, the band tubing was "actually split" in the middle. The band shell was cut to facilitate removal of the full system. The 9.75 band was replaced with an aps lap-band system.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. The access port connector associated with this report has not been returned with the lap-band system by the reporter. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."